Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction had been reported. It was reported that the procedure was to treat a moderately tortuous and calcified lesion in the lad. After pre-dilatation, the 3.5 x 15 mm xience v stent was deployed at 17 atm, at which time a dissection was observed. A 3.0 x 23 mm xience v stent was implanted to cover the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - dissection is a known outcome of coronary stenting procedure, and is listed in the device IFU as a potential adverse event. In this case, it was reported that the device was inflated to 17 atm, though the rbp is 16 atm. The device IFU cautions: "do not exceed rated burst pressure as indicated on product label. Balloon pressures should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection." Although a definite root cause for the dissection and the relationship to the device can be determined, there are no indications of a product quality issue affecting the outcome of the procedure.